Event description:
(B)(4). It was reported that subsequent to percutaneous coronary intervention procedure, stent deformation occurred. In (B)(6) 2012, the subject's qualifying condition was unstable angina (braunwald classification unknown) and underwent cardiac catheterization which revealed a long lesion located in the proximal left anterior descending (lad) artery extending into the 1st diagonal branch with 70% stenosis and was 20 mm long with a reference vessel diameter of 2.75 mm. The lesion was planned to be treated with placement of a 2.5 x 28 mm study stent. During deployment, the study stent's retrieval back into the guide catheter resulted in the deformation of the strut of the study stent. The study stent was not used and discarded. The lesion was then treated with placement of another 2.5 x 28 mm study stent. Following post dilation, residual stenosis was 0%. The subject was discharged on antiplatelet therapy the following day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).